Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation. External visual inspection: the heater tray/scale was making contact w/the cycler cabinet on the tray's left, front edge. During the initial treatment test, multiple m65 (scale reading error) warnings occured in dwell 2. Due to this, the treatment would not advance so the test was discontinued. The load cell verification was out-of-specification. After adjusting the position of the load cell bracket, the heater tray was no longer making contact w/the cycler cabinet. After adjusting the position of the load cell bracket, two simulated treatments were performed using the received cycler, and there were no further alarms that occurred during testing. After adjusting the position of the load cell bracket, a simulated treatment was performed in which the amount of the fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be w/in expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The patient sensor calibration load cell verification was w/intolerance. Interior inspection: there were no discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient reported a high drain volume. A follow up call was made to the patient's pd nurse. The nurse reported that there was no pt injury related to the high drain volume. Drain 0-1940, fill 1-2305, drain 1-1998 and fill 2-1999, drain 2-4282. The reported drain volume of 4282 ml was 186% over the expected drain volume resulting in a reportable device malfunction.